Event description:
It was reported to boston scientific corporation in 2009, that a jagtome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure, performed in 2009. According to the complainant, the device was advanced through the scope and a barb (a small piece of plastic) was noted on the tip of the catheter. Another jagtome was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.